Manufacturer narrative:
(B)(4). The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose over 1192 mg/dl. Customer cannot recall their blood glucose reading. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of diabetic ketoacidosis. Customer was not feeling good and tire. Customer was treated with needles. Customer high blood glucose reading started on saturday afternoon around 2:00 pm to 3:00 pm. Customer current blood glucose was 319 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name was hospital: (B)(6). Infusion set was changed on saturday and sunday. Customer declined to check for air bubbles and leaks. Customer blood glucose at the time of the incident was over 319 mg/dl. Customer did not mention if the cannula was bent. Drive support condition was not mention. High pressure test passed. High pressure test was not performed. Customer declined to check insulin pump setting. Insulin pump was returned for analysis.